Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, and cracked battery tube threads.

Event description:
It was reported, the customer had a deep scratch on their display screen. The customer stated they did not drop or bump their insulin pump. Customer's blood glucose was 7.0 mmol/l. The customer was advised their insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.